Event description:
Customer reported jumping in the pool with her insulin pump. Customer's blood glucose is 161 mg/dl. There is fluid under the lcd display. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.